Event description:
In this case, it was reported that the patient expired during aortic valve replacement surgery due to myocardial failure. Per the operative report: "the aortic valve was initially replaced with a 21 mm bovine pericardial bioprosthesis (carpentier-edwards magna 3000 series with tfx). ...the initial prosthesis, when weaned from cardiopulmonary bypass demonstrated central aortic regurgitation thought secondary to deformation of the valve and failure of adequate coaptation of the leaflets. The aortic root was severely calcified and atherosclerotic throughout its extent. The initial valve was then removed... It was definitively found to be severely insufficient. Therefore, the patient was placed back on cardiopulmonary bypass and the valve was removed. ...we performed an aortic root enlargement procedure... This opened the root enough to permit a 23 mm bovine pericardial bioprosthesis (23 mm carpentier-edwards 2800 series with tfx). This valve was successfully mounted... The patient failed to wean from cardiopulmonary bypass the second time... And expired in the operating room from primary myocardial failure."

Manufacturer narrative:
(B)(4). It was reported that there was insufficiency post-implantation of the edwards valve. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. The type and cause of regurgitation varies depending upon multiple factors. In this case, the op report documents deformation of the valve and failure of adequate coaptation of the leaflets. The explanted device was not returned to edwards for analysis; therefore, the reported findings on the valve could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the patient expired due to myocardial failure during the procedure. The family declined and autopsy. No further actions are possible with the available information.